Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a force sensor out of calibration. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the pump was tested on a 29 hour flow test and was found to be delivering within specification. The tdd¿s were found to correctly reflect the users programmed basal rates. No associated alarms noted in the alarm history; only typical usage observed. Pump was exercised for 24hrs on a 1.0u/hr basal program, no alarms or warnings occurred during this time. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. Evaluation concluder a patient negligence issue - pump was subjected t o x-ray exposure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.